Event description:
Plastic guard that fits over the connector end of the trocar remained in the pt post op.

Manufacturer narrative:
Physician and o.r. Staff failed to remove the protective cap prior to attaching the wound drain to trocar and inserting trocar into pt. Add'l info from the u/f report: (B)(4).